Manufacturer narrative:
The report of the device alarming for air in line with bubbles seen in the line was not confirmed, however this is expected behavior. The device is designed to alarm when air boluses are detected in the set¿s fluid path. The pcu event log shows pump module s/n (B)(4) was programmed to infuse drugid 90 and ran at various rates from midnight until 4:47 pm on (B)(6) 2020 when the device was channeled off. The log shows the device alarmed 1 time for air in line on the reported event date ((B)(6) 2020) at 6:59 am. The cause of the air in line alarm cannot be determined though logs. It also cannot be determined whether or not these alarms were valid alarms caused by air boluses in the fluid path. The pump module event log showed the air bolus settings for the device were set as ail bolus limit = 50 microliters with accumulated air enabled. The returned disposable set was evaluated and no fault was found with the set. The device was being used for treatment. The device was not returned for investigation. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
Midas (B)(4) - air in line alarms. It was reported from neonatal intensive care unit that the device alarmed air-in-line and bubbles were seen in the primary tubing with tpn that's been infusing for 15 hours at 1.8 ml/hour. The alarm stopped when the tubing, pump and module were changed with the new ivf later that day. There was no adverse effects caused to the patient or delay in treatment as a result of this event.